Event description:
It was reported that during initial implant procedure, patient's new implanted lead was dislodged. It was also noted that the lead helix was failed to extend. The lead was not used and the procedure was completed using an alternate lead on 17 jun 2023. The patient was stable.

Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region which is consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was due to the over-torqued inner coil and the helix being clogged with blood/tissue.